Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown, the device history record was not able to be reviewed. The current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the stapler misfired. The blade was activated but no staples were fired when compressed on the base of the appendix. The bowel was damaged and the laparoscopic procedure was converted to an open procedure to repair the bowel. There were no further reported patient impacts.